Event description:
It was reported that the field representative took this device out of storage mode to use it as a demonstration. The device was interrogated using consult and it was successful. The field representative re-interrogated the device with his programmer and found the device to be in safety mode. The device was not implanted in a patient. It was suspected that the programmer was putting the device into safety mode. It was suspected that the programmer was putting the device into safety mode. Disk analysis was performed and confirmed there were several digital logic related faults therefore, it was recommended to return the device. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode. It was confirmed that critical therapy remained available. Review of device memory identified evidence that random access memory (ram) had been compromised, which can be indicative of power being lost and then restored. The device case was opened and the battery was removed and forwarded for detailed testing. Despite analysis, the root cause of the clinical observations could not be confirmed.

Event description:
It was reported that the field representative took this device out of storage mode to use it as a demonstration. The device was interrogated using consult and it was successful. The field representative re-interrogated the device with his programmer and found the device to be in safety mode. The device was not implanted in a patient. It was suspected that the programmer was putting the device into safety mode. It was suspected that the programmer was putting the device into safety mode. Disk analysis was performed and confirmed there were several digital logic related faults therefore, it was recommended to return the device. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Device telemetry data confirmed it was operating in safety mode/determined it had undergone resets and that critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings.

Event description:
It was reported that the field representative took this device out of storage mode to use it as a demonstration. The device was interrogated using consult and it was successful. The field representative re-interrogated the device with his programmer and found the device to be in safety mode. The device was not implanted in a patient. It was suspected that the programmer was putting the device into safety mode. It was suspected that the programmer was putting the device into safety mode. Disk analysis was performed and confirmed there were several digital logic related faults therefore, it was recommended to return the device. No adverse patient effects were reported.